Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause of the reported problem was determined to be ail (air in line) board out of calibration. Appropriate action was taken to correct the reported problem by recalibrating the ail board. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
During review of the pump's event history by a baxter service technician, a colleague infusion pump experienced failure (B)(4), which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.